Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobectomy done via axillary thoracotomy, the stapler hand piece did not work correctly. The stapler worked fine twice when being used on the lung tissue but did not work on the third time when it was used in vascular tissue. The surgeon changed the reload twice and then changed the stapler. It was reported there was an extension of the incision by more than 1 inch since thoracotomy was needed to perform save and radical lobectomy for a central lung cancer and surgery time was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.